Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and non-malignant pain. It was reported that the patient's device has not worked in several years. The caller stated that they had several other issues going on. The patient was sent healthcare provider (hcp) listings. No further complications were reported or anticipated. No symptoms were reported.